Event description:
Hcp reported the pt had their pump "refilled and thought they could go for 3 months before requiring a refill. They only had enough drug for 9 weeks". The pt presented in 2004 with symptoms of withdrawal. The pt was hospitalized for 3 days treated for hypertension and the withdrawal symptoms. The pt was then transferred to another hosp where their pump was refilled and they were discharged. The pt is reported to have recovered without sequela.